Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty (20) minicaps were all dried out. It was further noted that no presence of iodine was found; however, it appeared that there was iodine in the sponges at one time due to the brownish color of the sponge. This issue was noticed prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.